Event description:
Patient reports IV connectors leaking. No lot number found. Patient states it has happened with the last several connectors. No adverse effect reported. Reported to (B)(6) pt/caregiver.